Event description:
Approximately 3 days after fixator was applied it was noticed that the fixator was off of the pins on the proximal clamp. The clamp was put back on and retightened. There was no injury to the pt.